Manufacturer narrative:
B5; additional information received : it was reported a pre implant CT was performed over a month before implant. The CT showed infra renal evidence of an enlargement of the infrarenal abdominal aorta with a diameter of 56 millimeters. Only minor arteriosclerotic changes in the abdominal aorta. No encroaching aneurysm on the pelvic stroma. A report dated the day of the endurant implant reported a surgical diagnosis of infrarenal abdominal located aneurysm about 6 centimeters. A large abdominal aortic aneurysm with a history of enlargement was confirmed by CT without contrast medium and nmr without contrast medium. The patient has a known iodine allergy and a compensated renal insufficiency. During the implant procedure, the endurant stent grafts were implanted in the usual manner. It was noted that the blood flow in both groins was good after the implant and there was a nice flow of contrast medium seen over both iliac thighs. It was noted at the patients emergent admission , a rupture of 9.5 centimeters in diameter was observed . During the explant procedure, intraoperative findings showed a free rupture, bleeding from the right thigh (high). More holes seen (main body), clamp the aorta / aic, prosthesis cut like clamp on the prosthesis y prosthesis aorto (incl. Prox.evar part) ¿ bi-illiac (original vessel). Looking back on a CT from , at that time the aneurysm measured 7.3x7.2x7.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 and additional codes updated device evaluation summary: analysis found extensive damage to three out of four stent graft sections returned, with transectional cuts across both 9sr grafts and the bifurcate, alongside multiple holes, tears and suture breaks. It is possible that the holes and tears found on the partial limbs returned may have contributed to the type iiib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: updated additional information received: it was confirmed the endurant stent graft system was implanted on (B)(6) 2018. It was confirmed that type iiib (holes) were identified in both the bifurcate and the limb stent grafts. The explant procedure was completed on (B)(6) 2023. D6a: updated film evaluation summary: one (1) photo of the explanted graft was provided. The photo captures the flow divider and the 4th and 5th stent rings. Multiple small tears and one large tear are visible on the graft fabric likely leading to the type iii endoleak. Damage to the graft fabric was observed through review of the image provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 55mm aaa on an unknown date . No control CT or ultrasound was performed for 3 years .  It was reported the patient presented emergently . The aneurysm was growing and the patient was experiencing pain. An aneurysm rupture was noted and the patient underwent an open repair and explant.  During the explant procedure, intra-operative bleeding was noted. No type I or type ii endoleak was noted but a type iiib endoleak was observed in the graft material.  The bifurcate and limb were explanted. The supra-renal stents of the bifurcate were left in situ.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c124ee, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4) implant date: year valid only explant date: year and month valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.